Manufacturer narrative:
Device evaluation summary: on 4/7/2018, an unknown mentor saline prosthesis was received by the mentor failure analysis lab with the accompanying information: a 63 year-old female patient had the breast prosthesis explanted on (B)(6) 2018 after it was diagnosed to be defective. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.9 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
On (B)(6) 2018, an unknown mentor saline prosthesis was received by the mentor failure analysis lab with the accompanying information: a (B)(6) year-old female patient had the breast prosthesis explanted on (B)(6) 2018 after it was diagnosed to be defective. In the absence of clarifying information, the reported defectiveness of the device has not been confirmed. However, the return of a device to mentor can be characteristic of an event requiring removal from a patient¿s body. This will be conservatively reported to FDA.